Event description:
It was reported that patient underwent a revision procedure a couple years ago with ambicor penile prosthesis (app) that became infected. Ambicor was removed and spectra penile prosthesis (spp) was placed to retain the corporal space. Patient was having sex and the left rear tip perforated the proximal corpora. Spectra was removed and a new ambicor was implanted.